Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis and product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies aneurysm recanalization as potential complications associated with use of the device.

Event description:
As reported through the rage clinical study, event term: aneurysm recanalization event #: 1 event start date: 06/mar/2023 post operative days: 292 days event description : recanalization requiring retreatment. Asymptomatic. Ae outcome : resolved without sequelae event was reviewed by independent reviewer (cea) and was determined to be definitely related to study device and probably related to study procedure. The initial treatment date: (B)(6) 2023 initial treatment: midline anterior communicating artery retreatment performed, intrasacular device was placed on (B)(6) 2024.